Manufacturer narrative:
At the time of reporting, the firm is not aware of any lab cultures or other tests pointing toward infection or other reasons for the surgical wound dehiscence. There are no reports of external trauma. Failure to heal is a known inherent risk of surgical procedure and there does not appear to have been any issues with the nalu system or its components.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6)2023. After implant, the surgical wound failed to properly heal, and the patient was seen for wound dehiscence. On (B)(6)2023 the patient underwent a surgical procedure to move the implanted leads and close the surgical wound from the original procedure (see MDR 3015425075-2023-00223). After the procedure the wound continued to remain open and unhealing. On (B)(6)2023 the patient underwent a full system explant.